Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 63 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error during rewind and after exposure to MRI. The customer stated that the drive support cap was normal and that the insulin pump was exposed to high magnetic fields customer reported to have received a motor position encoder error. Customer had a low blood glucose of 63 mg/dl and declined troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, prime test, occlusion test and no delivery test due to motor error alarm. Unable to confirm the motor position encoder error alarm due to motor error alarm. Pump had cracked reservoir tube lip.